Manufacturer narrative:
(B)(4). Customer provided cuvette lot # h1jlr136 and g1jlr106. Method: actual device not evaluated. Process evaluation performed cuvette device history records reviewed. No related ncmrs, complaint trends or CAPA identified. Result: no results to confirm complaint. Device not returned. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports act-lr result not as expected with hemochron jr. Signature plus system. During a cardiac ablation procedure, instrument generated act-lr result of >400 seconds. Heparin dose was adjusted and retested 15 minutes later generating an act-lr result of 205 seconds. No adverse event(s) reported.